Event description:
It was reported the clips were used during a coronary artery bypass graft procedure. It was reported by the affiliate that the clips do not close properly. This caused the ligated veins to leak. A reoperation was needed to control the leakage.

Manufacturer narrative:
Tracking # 47875. Sent 12/11/1998. Device-a.absolok extra absorbabale ligating clips: while co was unable to analyze the instrument utilized in the reported event as the instrument was not returned to the co, co has documented the circumstances as they were reported to them.